Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va087sr, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor issues. It was reported that the patient got the system removed because one of the leads was broken and cause some soft tissue damage. The patient said she has been without the implant for a couple months and was waiting for the first of the year for (B)(6) to pay for the new device. The patient called to inquire if she could get a laser back surgery while with the device; she wasn't sure to wait to get the implant until she can get the laser first or to get the implant before the laser surgery. The patient reported that she has horrible incision marks from the removal and her body looks like a race track because they cut her up on her back and hip to remove the implantable neurostimulator (ins) where it was located in l hip. The patient mentioned they told her the operation to remove the system would be messy and it was because she bleed like a stuck pig but she recovered fast. It was noted that it took them a while to remove the system as they told her she might be able to have things work with one lead off and that the lower pain she was feeling may not be the device. It was further noted that they found out it was the device causing the pain and every time she would turn on the battery, she would want to scream because she hurt so badly and it was because the lead was sparking. The patient stated the device stated hurting her 6 months prior to the discovery that it was the lead causing it as they has thought it was her back injury from the military causing it at first. It was also reported that the patient's manufacturer representative found one part of the device that had problems and the healthcare professional (hcp) found the other problems on one of the lead after doing diagnostics. In addition, it was noted that the new implant would be placed in her pelvis/lower abdomen. Also, her brain injury causes all this stuff and due to the brain injury, she falls a lot. The patient noted she had fallen on her implant several times but they said the implant was okay but the lead was broken, had been sparking, and soft tissues burns hurt. Furthermore, the patient had catastrophic problems where her stomach, bladder, and bowel don't work correctly, and the device really helps. Since she doesn't have the device anymore, everything has started to slow down again and her brain was doing okay for the first month after the system was removed but now everything, digestion, bladder, and bowel were slowing down. It was noted that the patient wants to the get the new device as soon as she can because she gives herself a shot everyday to go to the bathroom and that was not working. There were no further complications or anticipations reported with this event.